Event description:
It was reported that the pump battery was unresponsive and the pump could not be turned on. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.